Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, when an attempt was made to attach the metaphysis to the stem, the adapter did not grip the stem well and the assembly piece froze and did not rotate in any direction.